Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Myopotential over sensing was observed along with a single non-sustained rv over sensing, which inhibited pacing. Patient was asymptomatic. Programming changes were made to turn off the low frequency attenuation filter. Patient will continue to be followed normally.